Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. However, the customer provided video was reviewed and the plunger rod was observed piercing through the cartridge tube. The complaint issue was confirmed, however this can be attributed to several things as customer handling (possibly excessive force) or lack of ovd during insertion. Based on only the video information, the complaint issue cannot be confirmed to be related to manufacturing issue and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Initial reporter email address: unknown, information not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens came out sideways. Additional information received revealed that the cartridge was split. The procedure was completed using another lens. No additional information was provided to johnson & johnson surgical vision.